Event description:
Healthcare professional reported device removing more fluid than desired goal. No adverse symptoms reported by pt. Healthcare professional administered two (2) liters of normal saline. After further investigation by the facility, dialysis technician reported an error was made by the pt care technician causing event.